Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen cup. Solution is dried on the lens. The optic is cut into three portions, typical of insertion and removal. A small portion of lens material was not returned for evaluation. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if the qualified products were used. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. The iol was exchanged four weeks later. The clinical reason provided for the exchange was reported as incorrect power. Additional information has been requested.